Manufacturer narrative:
The device will not be returned for evaluation; however, photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and engineering input; a possible cause of this event could be that the hydrogel is excessively irritating to the skin. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to always use the lowers power settings to achieve the desired surgical effect. When wrapping a pad around a limb, the pad must not touch or overlap itself. Additional pad gel is not required and should not be used. Avoid applying pressure to the pad through use of straps, tie downs, tape, etc. Rapid removal of the pad may cause skin irritation or damage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 7-382 thermogard plus abc dual dispersive electrode device was being used during a total knee procedure on (B)(6) 2026 when it was reported ¿bruising from our bovie pad.¿. Further assessment was attempted but to date no further information was able to be obtained. There was no report of the device malfunctioning in any way and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due patient obtaining a bruise.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 7-382 thermogard plus abc dual dispersive electrode device was being used during a total knee procedure on (B)(6) 2026 when it was reported ¿bruising from our bovie pad.¿. Further assessment was attempted but to date no further information was able to be obtained. There was no report of the device malfunctioning in any way and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due patient obtaining a bruise.